Manufacturer narrative:
(B)(4). Additional narrative: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the attachment device had an unspecified defect. It was noted in the service order that the device did not work at all and had high temperature at its surface. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during pre-repair diagnostic assessment, it was observed that the device could not secure/lock the cutter. The burr lock mechanism assembly was disassembled and buildup of medical debris and detergent residue were observed. It was determined that the cause for not securing a cutter was due to debris and residue preventing the lock tabs from moving into place. It was determined that this was due to improper cleaning, sterilization and maintenance procedures not followed as per directions for use, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.